Event description:
Home patient (hp) reports patient line of homechoice set was not priming completely. Hp manually primed 1 set and discarded 2nd set after multiple reprime attempts set up new supplies. Hp reports no patient injury or medical intervention as a result of incident.